Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm and was removed without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.